Manufacturer narrative:
Customer returned the two homedics heating pads purchased. Examined the burned one and compared to other. Based on the date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or used beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The prod has been redesigned and improvements implemented.

Event description:
Heating pad overheated and burned chair and clothes. No injuries reported.